Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl at 464.1mcg/day, bupivacaine 5.045mg/day and hydromorphone 2.4971mg/day via an implantable pump. The indications for use were non-malignant pain, rsd/causalgia-complex regional pain syn. The healthcare provider reported that the patient was admitted to hospital overnight and they had to start the patient on narcan as he was obtunded. The healthcare provider was inquiring about pump function and stated that the patient had not had ¿any service¿ done on the pump recently. The healthcare provider stated that the pump was not audibly alarming. The phone number to the nas (national answering service) was provided if they wanted to page a local representative to come by and interrogate the pump.